Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an elliptical biopsy procedure, while doing an excision. The surgeon was putting in deep sutures and as the suture was put in the tissue the needle broke inside the patient. The broken piece was recovered using a forcep during the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three images of devices. Photographic inspection of the images returned noted one suture and one needle. Photographic inspection noted that the suture and needle were separated. The image returned noted that it was out of focus at the site of attachment. Despite the suture and needle being separated, a metallic looking structure was noted attached to the suture suggesting the swage of the needle was broken off. Photographic inspection of the needle tip could not be performed due to the quality of the image. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Information is provided in the future, a supplemental report will be issued.